Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep reported that the patient's implantable neurostimulator (ins) battery has been off for about one year and they are going to try to get the ins charged today. Rep has a wireless recharger (wr) that they can perform the physician recharge mode with. Tech service (ts) walked them through button sequence but then the recharger lights turned off - rep mentioned that wr may be too low as only the first battery indictor light is lit. Ts suggested to charge the wr further and then attempt recharging. Agent assisted rep in starting a physician recharge mode session. They reminded rep to connect and clear por once patient's implant was sufficiently charged. Also advised patient to monitor and recharge at home to avoid going back into overdischarge. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the device was able to be activated, restored, and turned on.